Event description:
Customer called to report a leak underneath the synchron lx clinical system, model lx20 pro. Customer could not locate the precise source of the leak. Customer did not want troubleshooting assistance from the customer technical specialist (cts) and requested on-site service. On the same day, the field service engineer (fse) inspected the instrument and could not duplicate the instrument leak, but determined that the cap piercer wick required replacement. The fse replaced the cap piercer wick, primed the closed-tube sampling with autogloss 100 times, and ran sample tubes with caps to verify proper instrument performance. The repairs were verified per established procedures. Customer stated that no patient results or samples were affected, and that no one was exposed to or harmed by the leak.

Manufacturer narrative:
The fse resolved the instrument leak issue by replacing the cap piercer wick, as described. (B)(4).